Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a partially retracted needle. The product defect resulted in a serious injury with the nurse receiving a dirty needle stick injury. Medical intervention was administered as a result, though its extent and results have not been specified. The following information was provided by the initial reporter: after the completion of catheter placement into a vessel, the nurse pressed the button to retract the needle; however, the needle was not retracted completely, with the needle point exposed. Thinking that the needle must had been retracted completely, the nurse accidentally stuck the needle into his/her finger and had bleeding. In view of potential blood infection and based on the decision of the ward chief nurse, the nurse sought medical attention and underwent testing. The test results are not yet available.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used device in an opened package and six photos. During the visual/microscopic examination of the unit and photos it was observed that the barrel was damaged (cracked), which inhibited a complete retraction and left the needle tip exposed. The reported issue was confirmed and likely related to the manufacturing/ packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a partially retracted needle. The product defect resulted in a serious injury with the nurse receiving a dirty needle stick injury. Medical intervention was administered as a result, though its extent and results have not been specified. The following information was provided by the initial reporter: after the completion of catheter placement into a vessel, the nurse pressed the button to retract the needle; however, the needle was not retracted completely, with the needle point exposed. Thinking that the needle must had been retracted completely, the nurse accidentally stuck the needle into his/her finger and had bleeding. In view of potential blood infection and based on the decision of the ward chief nurse, the nurse sought medical attention and underwent testing. The test results are not yet available.